Event description:
Additional information: several attempts to get more details about the intervention were unsuccessful.while the device was introduced, the patient became restless and started coughing. During attempt to remove the stent system, the stent acted like a strut was up. The device was catching the tip of the guide catheter, which caused the stent to start coming off the balloon when trying to retract. The stent could be retrieved.

Manufacturer narrative:
Combination product: yes.no information about the lot of the complaint product used in the intervention was provided. Therefore, the last three orsiro mission us lots of the reported size that were delivered to the hospital prior to the reported event date were checked.the segment of the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event.only the most distal segment of the complaint device was returned in a beaker submerged in heparin solution, i.e., the balloon section of the device has been cut off by the hospital, the shaft system including the hub (with the lot number) was discarded. The technical investigation confirmed that the stent is displaced on the balloon by about 32 mm in distal direction. The stent is severely deformed in its proximal portion, i.e., several stent struts are strongly bent, everted and crushed. The balloon is still well folded and shows no signs of inflation, the heparin solution in the balloon lumen might have been drawn into the lumen inside of the beaker. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery.during final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined number of samples is tested by means of manufacturing process output monitoring.based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
While the device was introduced, the patient became restless and started coughing. During attempt to remove the stent system, the stent acted like a strut was up. The device was catching the tip of the guide catheter, which caused the stent to start coming off the balloon when trying to retract. The stent could be retrieved.